Manufacturer narrative:
Device evaluation: the device/sample was returned for investigation. A visual inspection was performed, and no damage or discrepancies were detected on the sample. A functional test was performed, and a leak was confirmed. The root cause of the reported failure can be attributed to the solvent application process. An automatic medical dispenser will be implemented. A DHR was not performed.

Event description:
Information received per email a smiths medical ambulatory infusion pumps/cadd administration sets - flow stop malfunctioned. Reported a patient came to clinic april 1st and said that tubing was leaking when he was recieving his dose of vacomycin the previous evening. Patient said tubing was leaking right by the cassette. Patient found that he was able to tilt the pump to decrease the amount leaking and therefore did not interupt the dose or turn off the pump. The amount of drug loss is difficult to estimate, but was minimal as bag did not run dry. When patient came to clinic the next day, the nurse changed to a new pump with new tubing. Patient is having no further issues with leaking tubing. Nurse then quarantined the leaking tubing.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. The complainant returned units was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination according to procedure. No damages or other discrepancies were detected on the sample. The sample returned was tested using the procedure. A leak was observed that escaped from the union between the pump tube and 12 inches tube; thus, the failure mode reported was confirmed. The root cause of the reported problem was found to be lack/insufficient cyclohexanone adhesive was defined per the variables that have process for the solvent application to the tube coiled. In order to address the cause, the following action was as corrective action and closed on 25-mar-2020: implementation of automatic medical dispenser for bonding process. Since the lot number was not reported, it's unknown if the product was manufactured after the implementation of these changes.